Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide is in the thoracic aorta. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be a certain location. Location of this etch is verified on each device after the device is loaded. Changes have been implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This was effective on (B)(4), 2009. No product was received to assist in this investigation. The manufacturing records for this device indicate the graft was loaded before the implemented change. Based on correspondence, the using physician stated the pt anatomy was straightforward without any angulation. At this time we are unable to determine the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
During evar on (B)(6) 2009, standard procedure was followed and completed as normal up to the point of black trigger wire release stage. The physician tried to remove the black trigger wire; however, it would not withdraw easily. The physician advised the sales rep that they had tried to use the recommended step of undoing the pinvise and pulling down on the top cap to release the tension on the trigger wire. However, it was noted that as a result of this action, the cannula bowed significantly and they did not want to jeopardize the graft position relative to the lowest renal artery. The trigger wire would still not withdraw with ease. Therefore, they utilized the new IFU instructions, followed the steps sequentially (using the booklet which was present in theatre) and using a large introducer sheath for the balloon. The trigger wire was removed without further incident. The remainder of the procedure was completed without any further problems and the pt is doing well. There were no adverse effects to the pt.